Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately 8 months post-implantation due to osteolysis caused by metallosis and disassociation of the femoral head from the trunnion. The revision operative report indicates scratches on the femoral head, likely caused by the trunnion. During the procedure, the femoral head and polyethylene liner were removed and replaced.

Manufacturer narrative:
This follow up report is being submitted to report additional information unknown event date unknown explant date.

Event description:
It was reported that a patient underwent a closed reduction procedure due to dislocation on an unknown date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review the revision op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.